Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of right inguinal hernia. It was reported that after implant, the patient experienced chronic pain, dense adhesions of mesh to nerves and vessels/ arteries/ veins, bleeding, and hernia recurrence. Post-operative patient treatment included revision surgery, removal of mesh, and right genital branch of the genitofemoral nerve neurectomy.